Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to a paroxysmal atrial fibrillation ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. The sutures of a second and third proglide device were successfully pre-placed. The sheath remained 8.5f and the ablation procedure was completed. The suture knot of the second proglide device was tightened with no issue; however, slight bleeding was confirmed. When the suture knot of the third proglide was tightened, the suture came off completely from the anatomy. Therefore, manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional closure device is filed under separate medwatch report number.